Event description:
C-cc-lk - leakage reportedly the item was not functional -leakage? This was the only information available. Further information revealed that the balloon was leaking. The catheter was tested prior to usage, this was when they discovered the issue and changed to another catheter which worked well. The patient was not impacted; no patient complications.

Manufacturer narrative:
Customer report was confirmed. The balloon was found to be torn off between the windings and the latex was not returned. There is latex under both distal and proximal windings.